Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) patient reported that they went to the emergency room (ER) because they experienced abdominal pain and a fever of 104 degrees. The patient reported that they were diagnosed with an infection. Upon follow up, the patient¿s home program manager (hpm) confirmed the patient presented to the ER on (B)(6) 2020 with abdominal pain and a fever. A peritoneal effluent fluid sample returned cloudy, and a peritoneal effluent fluid culture and cell count were obtained. The patient was admitted, diagnosed with peritonitis, and treated with intraperitoneal vancomycin (dose, frequency, duration not provided). The peritoneal effluent cell count revealed an elevated white blood cell count (value not provided), and the cultures were positive for staphylococcus epidermidis. The hpm attributed causality to touch contamination, due to the improper donning of personal protective equipment (ppe) during initiation and take off. The patient reportedly continued to undergo ccpd while hospitalized and is recovering from the events. The patient was discharged in stable condition (date not provided) and resumed utilizing the same liberty select cycler as before the events. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization and antibiotic therapy. Per the peritoneal dialysis registered nurse (pdrn), the cause of the peritonitis was touch contamination, due to the patient failing to wear the proper personal protective equipment (ppe) during initiation and take off. Per the pdrn, the events were unrelated to the utilization of any fresenius device(s) or product(s). Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Additionally, most staphylococcus epidermidis infections are due to touch contamination. Based on the information available, the liberty select cycler, and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, following discharge the patient resumed utilizing the same liberty select cycler as before the events. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.